Event description:
Seven weeks post operative visit the patient complained of pain, decreased range of motion in right operative hip and shortening of the lower extremity. Clinical radiographic findings support these findings and patient underwent a revision in 2006.